Event description:
The patient experienced atrial fibrillation and awoke to therapy delivered by the ICD at approximately 7:00 a.m. On 4/11/97. Arrangements were then made for the co field clinical engineer to interrogate the device at the hospital on 4/12/97. Upon interrogation, it was noted that the device had reset. The device was explanted on 4/14/97.

Manufacturer narrative:
The device reset and parameter errors were believed to be caused by the failed crystal. It has been noted that a low amplitude crystal signal can alter the microprocessor clock signal, which is believed to cause erroneous data to be written in the micro ram. It has been seen in tests that by simulating a failed crystal device serial number changes and ram value changes may occur, as well as loss of telemetry.